Manufacturer narrative:
This product is registered as a combination product. (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a pacemaker that had migrated within the pocket. Physicians believed that this may have caused some lead slack issues as they saw in increase in atrial lead threshold. All other values were normal. During procedure on (B)(6) 2020, the atrial lead did not reposition easily so it was explanted and replaced. More slack was added to the right ventricular lead. The patient was stable post procedure. Related manufacturer reference number: 2017865-2020-17904. Related manufacturer reference number: 2017865-2020-17908.